Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. A visual inspection was performed and the reported condition was confirmed since there was a separation between the tubing and the male luer lock. The cause of this condition is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter corporate of a continu-flo set in which the male luer of the set separated from the tubing. This condition occurred during patient-use, when daptomycin was being infused by a gravity set-up. There was no patient injury or medical intervention involved. The drug costing was discarded. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.